Manufacturer narrative:
This report is submitted on april 24, 2017. (B)(4).

Event description:
Per the clinic, it was reported that the implant extruded 3 months post implantation on (B)(6) 2017. It was reported that there were no signs of inflammation or infection at the implant site. It is unknown whether there plans to reimplant the patient as of the date of this report.